Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high and the pump alarmed low battery. The customer reported that the current pump goes through batteries really fast and has been experiencing high blood sugars of 500 mg/dl and 600 mg/dl gives correction and blood glucose was still high. Customer stated he does not have time to complete troubleshoot at this time and will call back tomorrow. Unable to complete high blood glucose and low battery troubleshoot. The insulin pump will not be returned for analysis.